Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and k results for one patient tested on a cobas 8000 cobas ise module. The customer confirmed calibration and qc were acceptable prior to patient testing. The patient's initial results were not reported outside the laboratory. The customer repeated the sample three times. On (B)(6) 2021 and at 10:28, the patient's initial results were na 178.5 mmol/l and k 5.02 mmol/l. At 10:30, the patient's repeat na result on the same ise module was 138.6 mmol/l. The patient's second repeat na result on the same ise module was 138.3 mmol/l. The date and time of measurement were requested but not provided. On (B)(6) 2021 and at 10:56, the patient's repeat results on a different ise module were na 137.5 mmol/l and k 3.98 mmol/l. The customer determined the na result of 138.3 mmol/l was correct and reported outside the laboratory. The patient's correct k result is unknown, the information was requested but not provided. The na electrode lot number was h91 with an expiration date requested but not provided. The k electrode lot number was o80 with an expiration date requested but not provided.

Manufacturer narrative:
The patient's initial k result of 5.02 mmol/l was reported outside the laboratory. The patient's repeat k result of 3.98 mmol/l was determined correct and was reported outside the laboratory. The patient's chloride result was requested but not provided. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.